Event description:
Reportedly the catheter's balloon tip broke off in the pt while trying to retrieve a broken balloon from the catheter reported on medwatch #6000002-2003-00177. Another catheter was successfully used to remove the balloon tip from the patient's graft. No permanent pt injury was reported.